Event description:
Patient was revised to address groin pain. Doi: (B)(6) 2009; dor: (B)(6) 2011 unk side.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.